Manufacturer narrative:
H11: the actual devices were not available; however, a photograph of the sample(s) was provided for evaluation. The photo sample was reviewed and no visible dark spots were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-vented high-volume inlets had black particulate inside. This was found during setup of the compounder in the pharmacy. There was no patient involvement. No additional information is available.